Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they received the replacement desktop charger. They stated they are having some tremors today and noticed the ins was off. Caller states she does not know how to turn the ins back on. Caller states she tried to increase the stimulation but could not do so but was able to decrease. They were walked through turning the ins back on. When the patient turned the ins back on she said it kind of shocked her, but she is feeling better and does not have any tremors. Troubleshooting resolved the issue.